Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage to keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No moisture damage to electronic assembly.

Event description:
Customer reported that the insulin pump had a button error. Customer reported that the insulin pump had been dunked in a lake but was removed very quickly. The blood glucose reading was 138 mg/dl. Nothing further was reported.